Event description:
Information was received that the lead was successfully repositioned. There was no phrenic nerve stimulation with the new position. All measurements were appropriate. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited phrenic nerve stimulation, high threshold measurements and fluctuating impedance measurement between 900-1600 ohms. It was confirmed that the rv lead had mistakenly been implanted in the coronary sinus. Programming was adjusted to ensure adequate therapy was provided without created phrenic nerve stimulation. As a result of this programming challenge, the standard safety margin was not possible. No adverse patient effects were reported.